Event description:
Related manufacturer reference number: 2017865-2024-71549. It was reported that during aveir leadless pacemaker (lp) implantation, specifically while making a micro movement in the right atrial (ra) appendage, the ra device helix appeared to catch pectinate tissue and extend. The helix did not fully spring, however it extended/stretched and then recoiled back. The atrial lp was removed from the body and was replaced due to it deforming. A tte echo was performed and a small effusion was found due to cardiac perforation. No interventions or emergent procedures were required. The patient experienced no symptoms as a result of the effusion. The patient was stable.